Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported anomaly was confirmed in the laboratory. A fatigue fracture of the sensing coil was observed at 6.5cm from the connector pin. This could cause oversensing leading to inappropriate therapy. Other text : na.

Event description:
It was reported that the egm showed a lead anomaly and the patient received inappropriate therapy. During the explant procedure, clavicular crush was noted on the lead.